Manufacturer narrative:
The device has not yet been returned to the manufacturer, so a proper evaluation of the cause of the reported false air-in-line alarms has not yet been possible. Moog will update this report with new information as it becomes available. Device not returned to manufacturer.

Event description:
Customer stated: "curlin painsmart 1000 with a 50 ml syringe constantly alarmed air when no air was present. Tubing was re-primed, syringe twisted twice, and pump reprogrammed but it still alarmed air when the patient pushed the patient bolus button. Exchanged a different pump that worked for the remaining 3 hours even with the exact same tubing and 50 ml syringe." (B)(4).